Event description:
It was reported that this right ventricular (rv) lead was newly implanted for one day and exhibited lead dislodgement the following day. This rv lead was subsequently explanted and replaced with the same model. No additional adverse patient effects were reported.